Event description:
It is reported that the lens was implanted into the patient''s eye without the rear loop (haptic); the rear loop (haptic) remained within the injector. The incision was enlarged to remove lens from the eye. The serial number of the lens was not provided.

Manufacturer narrative:
It was the doctor's opinion that the issue did not seriously effect the patient's outcome, though there is astigmatism. The patient's replacement lens was the same model lens. A review of the manufacturing records for the lens showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.